Event description:
It was reported that the vns patient had presented increased seizures. Interrogation was run and it was confirmed that the parameters were correctly programmed. The patient¿s vns system was tested and system diagnostics returned impedance result within normal limits with dcdc code=1. Normal mode diagnostics were attempted but they could not be completed. It was reported that the medical professional had experienced difficulties when running normal mode diagnostics during the previous visit, but they could be completed eventually. Review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution. Attempts to obtain further information have been unsuccessful to date. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution.